Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer reported no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.